Event description:
It was reported that during a da vinci-assisted a scarocolpopexy with hysterectomy surgical procedure, the surgeon was suturing and the needle broke and the large suturecut needle driver instrument cable was broken. The needle fell into the patient and was removed during the same procedure without issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument with this complaint and completed the device evaluation. Failure analysis has confirmed the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The root cause of broken grip cables is attributed to a component failure. Additional observations found one of the blade edges was indented, which prevents the blades from closing. The root cause of mechanical indentations/burrs instrument blades is typically attributed to mishandling/misuse. A review of the instrument log for the product associated with this event shows that the large suturecut needle driver instrument was last used on (B)(6) 2022 on system (B)(4). The alleged event occurred with 0 uses remaining on the instrument. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the needle broke and the cable on the large suturecut needle driver instrument broke during a da vinci assisted procedure. The needle fell inside the patient and was retrieved during the same procedure.